Event description:
Rn went to give the patient insulin in the abdomen. After injecting the proper dosage, while the needle was still in the patient, rn went to push the safety mechanism all the way in, and it wouldn't retract. Rn pulled the needle out of the patient, and it slipped and stabbed her thumb.